Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were sent to bci cpls (customer product line support) for testing and cpls determined heterophile interference as the root cause of the patient's elevated results.